Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer did not mention any symptom or treatment related to high blood glucose level. The customer also reported that the insulin pump had a motor error alarm and was not delivering insulin. The drive support cap also appeared flush. The insulin pump will be returned for analysis.